Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 04/01/2025, it was reported by insulet that the patient he had been getting low bg alarms on his dexcom all day. He continued to treat his low levels with orange juice, he started to feel dizzy, and have vision impairment so he checked his bg levels on his blood check meter and he was 937mg/dl. He went to the emergency room (ER) were he was treated with IV fluids and IV insulin for 8 hours. The customer reported the op5 had been in limited mode due to not connecting to the sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.